Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To resolve the high bg level and occlusions, the customer changed the infusion set and cartridge and resumed insulin.